Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use: - warnings and cautions. During the device evaluation, service found the charge coupled device (ccd) unit was damaged, and the specified resolving power was not obtained. In addition, due to clogging of nozzle, water removal ability did not meet specifications. The distal end cover and scope cover were dented, and the scope cover had discoloration. The adhesive on the bending cover (a-rubber) was detached leaving a gap of adhesive. The forceps channel port and suction cylinder were shaved. The grip, switch 2, switch 3, the control unit, universal cord, and the protector on the scope connector side of the universal cord were scratched. The universal cord and scope connector were dented, and the universal cord was sticky. The bending angles in the up, down, left, and right directions did not meet specifications due to wear of the angle wires. The up/down and right/left control knobs did not meet specifications due to wear of the angle wires. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center with no complaint from the end user. There was no patient or user injury reported. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.